Event description:
It was reported that the pump touchscreen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.